Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented issues with the device, a cystoscopy was done, and the cuff was eroding to the urethra. The aus was explanted, no new implants were placed. There is no additional information reported.